Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that during the implant of this device a pneumothorax occurred. A boston scientific sales representative (sr) was called to see the patient and found the implanted system working appropriately. The physician had trouble getting access and that is when the pneumothorax might have occurred. The device and leads remain implanted.